Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: review of the black box data revealed no evidence of unusual voltage fluctuations. On examination, the battery compartment was cracked at the threads above the finger pad. The returned battery cap was able to fit securely. ¿ez-prime¿ steps were performed correctly; all electrical currents reading were within specifications. No overheating was duplicated during the investigation; unable to duplicate the "temperature" complaint. There was visible evidence of moisture corrosion observed in the battery canister and on the battery cap. Leak testing failed due to a battery compartment leak. The pump¿s cover was removed for further investigation with no further moisture ingress or any intermittent condition found to the printed circuit board or to the continuous glucose monitoring module. (B)(4).